Manufacturer narrative:
Correction: b6.

Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection and was taking antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid, though the patient was asymptomatic. Peritoneal effluent cultures taken on (B)(6) 2021 in the outpatient clinic presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 69,790/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy and contributed by immunosuppression from other unrelated comorbidities. The patient was not hospitalized for this event. The patient was prescribed intraperitoneal ceftazidime at 1000 mg every day for three weeks and oral levofloxacin at 500 mg every day for 10 days. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection and was taking antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid, though the patient was asymptomatic. Peritoneal effluent cultures taken on (B)(6) 2021 in the outpatient clinic presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 69,790/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy and contributed by immunosuppression from other unrelated comorbidities. The patient was not hospitalized for this event. The patient was prescribed intraperitoneal ceftazidime at 1000 mg every day for three weeks and oral levofloxacin at 500 mg every day for 10 days. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection and was taking antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid, though the patient was asymptomatic. Peritoneal effluent cultures taken on (B)(6) 2021 in the outpatient clinic presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 69,790/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy and contributed by immunosuppression from other unrelated comorbidities. The patient was not hospitalized for this event. The patient was prescribed intraperitoneal ceftazidime at 1000 mg every day for three weeks and oral levofloxacin at 500 mg every day for 10 days. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to lack of aseptic technique during ccpd therapy. Lack or aseptic technique is the leading source of transmission of peritonitis causing pathogens (2). This is further evidenced by the presence of an opportunistic microorganism in an immunocompromised patient. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection and was taking antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid, though the patient was asymptomatic. Peritoneal effluent cultures taken on (B)(6) 2021 in the outpatient clinic presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 69,790/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy and contributed by immunosuppression from other unrelated comorbidities. The patient was not hospitalized for this event. The patient was prescribed intraperitoneal ceftazidime at 1000 mg every day for three weeks and oral levofloxacin at 500 mg every day for 10 days. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.